Event description:
Reportedly the device would not deliver energy to the pt through a defibrillation adapter and combination electrodes. The basis for this allegation was not reported. The paddles were immediately removed from the adapter and placed directly on the pt's chest. The defibrillator successfully delivered energy to the pt. A backup device of the same model which was on scene was used to continue pt treatment. Pt outcome was not reported. The rptr indicated the pt outcome was not affected by the discrepancy, based upon the timely and continued use of the device.